Manufacturer narrative:
Evaluation summary visual evaluation: the device was returned to edwards for analysis. As received, there was a red fiber approximately 3.5mm on one (1) leaflet and a black fiber approximately 2.5mm on another leaflet; both of these fibers were on the inflow aspect of the valve. No other visible inconsistencies were observed on the valve. Rinsing evaluation: upon rinsing the valve, as instructed to do in the instructions for use (IFU), the red fiber remained on the leaflet whereas the black fiber was moved but remained on the leaflet. Chemistry evaluation: the red fiber was not available during analysis; therefore, no identification could be performed. The infrared spectrum of the unknown black fiber showed similar absorption characteristics when comparing to cellulose like material. Result: particulate/contamination from an unknown source. Additional manufacturer narrative: the clinical report of red and black lines could be confirmed. The black fiber is currently pending an engineering evaluation and a supplemental report will be submitted upon completion.

Event description:
Edwards received information that there appeared to be two (2) particulates on this pericardial valve, prior to implantation. As reported, when the surgeon went to implant this device, the surgeon noticed what appeared to be one (1) black and one (1) red "very fine line," which were viewed with a bright light placed behind the valve. These particulates were one on each of the two (2) leaflets. On inspection, it was possible to view these with a bright light placed behind the valve. This device never interacted with the patient and an alternate pericardial bioprosthesis was used for the procedure.

Manufacturer narrative:
Based on the evaluation done by engineering, the source of the red and black particulates could not be conclusively determined. However, they likely came into contact after the package was opened. Cellulose is a very common material in clean rooms and operating rooms as it can be found in materials such as paper, cotton, and wipes. It is likely that the valve came into contact with a fibrous material such as paper wipes found in operating rooms. It is highly unlikely a valve with particulates would pass inspection during manufacturing as the valves are inspected under magnification and the black and red fibers are apparent under the naked eye. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Additional manufacturer narrative the device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.